Event description:
A user facility reported to olympus, the evis exera ii ultrasound gastrovideoscope ¿bouden cable was defective¿. Upon inspection and testing of the customer returned device, the device adhesive was found peeling off or cracked due to shock caused by dropping and knocking the endoscope to a hard surface or object. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. Upon evaluation of the returned device the following defects were found, distal end biopsy channel pierced and leaking, nozzle came off, suction cylinder wrong attachment, probe unit piezo elements defective, probe unit acoustic lens cut, probe unit dented, distal end deformed, and adhesive peeling off or cracked due to shock caused by dropping and knocking the endoscope to a hard surface or object. The faulty part was replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation confirmed that the adhesive on the distal end of the probe unit acoustic lens had peeled off/cracked. A review of the device history record found no deviations that could have caused or contributed to this problem. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because the endoscope was knocked against, or dropped on a hard surface or object. The occurrence of this problem can be prevented by adhering to the instructions for use (IFU), which state the following: ¿chapter 3 preparation and inspection: 3.2 inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor field performance for this device.